Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (occlusion, bypass, claudication). Patient¿s condition affected effectiveness of device (severely tortuous right iliac, and the small distal aorta). Lack of information (cause is unknown) evaluation conclusion: known inherent risk of a procedure (occlusion, bypass, claudication). Device failure/lack of effectiveness related to patient condition (severely tortuous right iliac, and the small distal aorta). Lack of information (cause is unknown).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 5.7mm abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the proximal neck diameter was 23.1mm. The distal neck diameter was 24.7mm. The proximal neck length was 30mm. The left common iliac diameter was 14.6mm and 51.5mm in length. The right common iliac diameter was 16.7mm and 63.5 in length. Pre implant it was reported thrombus present at the proximal neck and tortuous rcia with a moderately calcified lcia. Approximately six months post index procedure during a follow up visit the patient presented with claudication of the right side. The physician performed an angiogram and found the right side to be occluded. The physician tried getting wire access from the brachial approach down the occluded side without success. The physician noted that a possible fibrous cap had formed over the occluded limb at the level of the flow divider. The physician performed an intervention where a cut down on the right side was performed with hopes of doing a thrombectomy and stenting the graft at the occluded level. The physician tried to get access through the lesion using a retrograde approach and the wire and catheter appeared to be in the graft above the flow divider but when the physician aspirated on the catheter nothing could be withdrawn. The physician noted that it must have been in a false channel of the vessel. The physician performed a cut down on the unaffected side and got a pigtail up above the top of the graft and did an angio run to show the right ipsilateral side still occluded. Subsequently the physician performed a fem-fem bypass and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films pre-implant showed a 5cm max aaa diameter. The proximal neck diameter was 25 x 26mm, and the distal aortic diameter measured 8mm x 15mm and was calcified. The right iliac was very tortuous (especially near the common iliac origin), and both iliac arteries were calcified. Angio images at a 6-month angio intervention revealed that the ipsilateral limb was occluded beginning at the flow divider. The limb was implanted into the right common iliac, crossing over the contra limb, and was found acutely angulated to approx 70deg near the origin of the right common iliac artery. The left contra limb was patent. Images post fem-fem bypass procedure was not provided.